Event description:
The customer reported to baxter corporate product surveillance(cps) an all-in-one empty eva container in which the eva container was found to be ripped at the top. The alleged defect was observed before use. There was no patient involved with this report; therefore, there are no reports of patient injury or medical intervention associated with this incident. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: one actual sample was returned to the manufacturing plant for evaluation. Visual inspection as well as functional tests were performed. Visual inspection revealed a hole near the bag hanger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be the handling of the product, since no issues related to the manufacturing process were identified. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.